Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath into the patient's femoral artery. The sales representative was told that during the insertion they noticed continual bleeding at the insertion site and it turned out that the sheath was the issue; the sheath was torn. As a result , the iab and sheath were removed. It was also noted that the fiberoptix sensor (fos) was not recognized and as a result , they thought they would trigger off the ap (arterial pressure). It is unknown if a second iab was inserted. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no reported delay or interruption. The patient outcome is unknown. Additional information received on 05oct2015 stated that the perfusionist noticed continuous bleeding at the insertion site and once the balloon was removed, they noticed the "torn sheath." They didn't reinsert another iab and the patient outcome was fine.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was an 8.0fr 30cc fos iab and teflon sheath. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. A kink was noted on the central lumen approximately 19.5cm from the distal tip. The kink was consistent with having occurred within the returned packaging. The fos connector and cal key were examined. The gray fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no damage was noted. The cal key was intact. The iab was submerged in water and leak tested. The iab passed leak test. No holes or leaks were found on the bladder membrane. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the intra-aortic balloon pump (iabp). The cal key and the fos were recognized. The fos displayed an "eo" (excessive offset) status. The fos displayed an "ok" status after being manually zeroed. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all other manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of the sheath being torn is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub. The root cause of the separation is undetermined. Nc40005899 was previously initiated to investigate the issue. Engineering has been notified of the event. This complaint type will be continued to be monitored for any developing trends.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath into the patient's femoral artery. The sales representative was told that during the insertion they noticed continual bleeding at the insertion site and it turned out that the sheath was the issue; the sheath was torn. As a result , the iab and sheath were removed. It was also noted that the fiberoptix sensor (fos) was not recognized and as a result , they thought they would trigger off the ap (arterial pressure). It is unknown if a second iab was inserted. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no reported delay or interruption. The patient outcome is unknown. Additional information received on (B)(4) 2015 stated that the perfusionist noticed continuous bleeding at the insertion site and once the balloon was removed, they noticed the "torn sheath." They didn't reinsert another iab and the patient outcome was fine.